Event description:
Same case as MFR: 2134265-2012-08105. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The physician passed the severely calcified lesion with a non-bsc transit catheter without any problem. After this the physician passed the rca with the rotawire floppy through the non-bsc catheter no resistance was met. The non-bsc catheter was withdrawn. This 1.25mm rotalink plus was selected and advanced through a 6f non-bsc guide catheter to the ostium of the rca while in dynaglide. Two ablations were successfully completed at 155,000 rpm. On the 3rd ablation, a strong resistance was felt, and the physician stated "this is normal for a lot of calcium". However, the burr jumped forward and perforated the vessel. In the mild tortuous vessel, the wire tore apart and the burr turned without wire connection. Therefore the physician stopped the rotation, it was noted that this was the reason why the wire stuck in the vessel. It was not possible to restart rotation as the red stall light was displayed on the console when the physician tried to restart rotation again. The physician took the proximal part of the wire and with a lot of "power" removed wire from the vessel. The procedure was completed with a different device. It further reported that blood was "running" out of the vessel in the pericardia; however, the patient remained stable. Therefore, the patient was monitored over the weekend then discharged. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Event description:
Same case as MFR: 2134265-2012-08105. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The physician passed the severely calcified lesion with a non-bsc transit catheter without any problem. After this the physician passed the rca with the rotawire floppy through the non-bsc catheter no resistance was met. The non-bsc catheter was withdrawn. This 1.25mm rotalink plus was selected and advanced through a 6f non-bsc guide catheter to the ostium of the rca while in dynaglide. Two ablations were successfully completed at 155,000 rpm. On the 3rd ablation, a strong resistance was felt, and the physician stated "this is normal for a lot of calcium." However, the burr jumped forward and perforated the vessel. In the mild tortuous vessel, the wire tore apart and the burr turned without wire connection. Therefore the physician stopped the rotation, it was noted that this was the reason why the wire stuck in the vessel. It was not possible to restart rotation as the red stall light was displayed on the console when the physician tried to restart rotation again. The physician took the proximal part of the wire and with a lot of "power" removed wire from the vessel. The procedure was completed with a different device. It further reported that blood was "running" out of the vessel in the pericardia; however, the patient remained stable. Therefore, the patient was monitored over the weekend then discharged. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: examination of the returned complaint device revealed that the plus unit handshake connections were connected together and a tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit's handshake connector during the connection of the device. The burr was microscopically examined and the annulus of the burr was found to be misshapen and flared. No issues were noted with the diamonds of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).